Event description:
The wire came apart from the wire cover. The coating piece separated from the wire. It split while in patient and the patient was sent to hospital to have it removed. The wire had been removed but the coating remained in patient. It had to be surgically removed at the hospital.

Manufacturer narrative:
Event evaluation: still under investigation.